Event description:
Paramedic reported a result of 80 mg/dl on the advantage sys, 30 mg/dl on unnamed hosp sys within 10 minutes. No treatment provided, no adverse event reported. Requested return of device, replacement sent.